Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most probable causes of this complaint could be due to damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the joint section between bending tube and distal end of the the cysto-nephro videoscope was not secured due to damage on bending section. In addition, the rubber cover of forceps channel port was found detached. There was no patient involvement.